Event description:
It was reported that an intellivue mx800 patient monitor did not properly alarm for heart rate (hr) and saturation partial o2 (oxygen) (spo2. The device was not in use on a patient at the time of event, there was no adverse event reported. The fse (field serve engineer) was unable to confirm the reported issue. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. The device was return to service.